Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that, on an unknown date, a conector tego¿ was found to have a damaged seal. It was reported that during connection to hemodialysis therapy, before establishing the connection, when removing the heparin seal and installing the syringe, the tego connector's membrane was found to be fragile, and wrinkled silicone was observed, not allowing proper fluid flow. It was necessary to replace the product. The reporter stated that the sample is available for evaluation. There was no patient harm reported.

Manufacturer narrative:
One used list# lat-d1000, conector tego¿ was returned for evaluation. As received, a tear around the sample and a seal collapsed was observed. No mating device was returned for evaluation. The complaint can be confirmed. The probable cause of wrinkled silicone, no saline solution flow is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in d10 concomitant products and e3 - initial reporter occupation; the occupation of the reporter is a pharmacy supervisor. More corrected information can be found in g2 - report source, h6 medical device problem codes and h6 component code.